Event description:
I had stryker hip implant, it was on the recall list. I had to have revision surgery that was 2008, that was after 6 months of therapy. I could not get total strength in my leg, at times it would give out on me causing me to fall. I was in continuous pain till I had the second surgery and to this day I still have trouble with my leg. Hospital therapy from 2007 to 2008.